Event description:
A malfunction alarm coded as malf 16 was reported, and there were no notable events preceding the malfunction. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support decided to replace the pump, which was under warranty, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within ten days.